Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found a clear gel like blockage in the tubing of the sample pot draining and ise draining. The fse replaced all ise tubing to resolve the issue. The fse then cleaned the sample pot and cleared the blockage. The fse primed the analyzer, performed calibration and quality control and patient samples, which all passed. The fse verified analyzer resumed to normal operation. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium (na) patient results for sixteen (16) patients on their au480 clinical chemistry analyzer. The customer did not report the results out of the laboratory. The customer repeated the patient samples on the same au analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for only three (3) patients.